Manufacturer narrative:
The handpiece was received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began overheating while the equipment was being tested. There was no pt involvement. There was no injury or any other adverse consequences reported as a result of this event.